Manufacturer narrative:
(B)(4). The reported complaint of " blockage in filter during use" was confirmed based on the evaluation of the actual sample that was received. The sample was closely examined and the luer port was occluded. Complaint reported that plastic inside device causing blockage and no carbon dioxide reading was obtained. Based on the investigation conducted on the returned sample, luer port of the complaint product housing has occluded by the housing material. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued, root cause analysis and identified corrective actions will be implemented through this scar. Assembly process will be conducted in our manufacturing site for the product after receive the part item from supplier. Based on the investigation conducted on the returned sample, this complaint is confirmed. The mentioned product housing was supplied by our supplier, and hence supplier corrective action request (scar) and nc has been issued and root cause analysis and identified corrective actions will be implemented through this scar. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "blockage in filter preventing ventilation of pediatric patient. Seems to have plastic inside it causing blockage. Patient was unable to be ventilated. No carbon dioxide reading was obtained. All aspects of circuit were examined. The filter was found to be the cause". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "blockage in filter preventing ventilation of pediatric patient. Seems to have plastic inside it causing blockage. Patient was unable to be ventilated. No carbon dioxide reading was obtained. All aspects of circuit were examined. The filter was found to be the cause". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.